Event description:
It was reported that, "when the surgeon was reaming the pt's patella, the reamer shaft stuck into the bushing/housing."

Manufacturer narrative:
Investigation in process. No additional info to report at this time.